Event description:
The facility representative reported an ipump with a condition of "turns off." This condition occurred during programming/setup in the "med surge/recovery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "turns off" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined, and no repairs were made in order to fix the reported condition as this is a stay-in unit. Additional information: a service history review was performed revealing this pump has previously been sent to baxter for service, and the previously reported condition "pump automatically turns off at power-up" is related to the current reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.